Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
Customer reported the screen keeps going black and is not functioning. No patient injury was reported.